Event description:
On 12/10/91, the referenced infrasonics star sync ventilator syncronizer went to "inop" and all displays went to "zero". The unit alarmed and clinical staff immediately switched the ventilator to the "imv" mode. There was no adverse effects to the patient. Procedure was followed for notification of on call clinical engineering personnel (bmet). The bmet verified that the "inop" light was on and that a malfunction likely occurred. The ventilator was replaced and both the star sync and athe ventilator (infrasonoic ventilator) that it was connected to were removed for thesting. The star sync and ventilator were tested accoarding to manufacturer's specifications on 12/11/91. No defects were noted. The star sync was on loan to the user facility from a distributor and was removed from service and returned to the distributordevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-aug-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, electrical tests performed, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: telemetry failure, none or unknown, none or unknown, other. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.